Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple motor errors in the alarm history. The customer also reported air bubbles in the reservoir. No harm requiring medical intervention was reported. Troubleshooting was performed and it was found that the insulin vial was not at room temp. The customer will continue using the device. The product will not be returned for analysis.